Event description:
The valve was implanted in january 1997 in a 10 year old male. Pt presented with a medullo blastoma. Following tumor resection, the pt presented with a normal pressure hydrocephalus. Pt had immediate positive outcome after shunt placement. On july 1st, pt presented with headache, vomiting, and subdural hematoma. The valve was explanted. The pt's condition was reported as satisfactory.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: an orbis sigma valve without the original packaging was received, no visual anomalies were noted. Functional testing: the valve was tested in its original silicone boot. The complete pressure/flow curve tests were out of specification. Microscopic examination: the valve's module was removed from its original silicone boot and examined light optically. Some residue (proteinaceous- like matter) were noted around the pin and in the valve's core. The presence of residue adhering to the valve's mechanism appeared to impair the valve's ability to function. Per the valve's instructions for use, shunt blockage is a known complication of valve therapy. The ventricular catheter was not returned for evaluation.